Event description:
Patient was implanted with the synchromed pump and catheter on 10/23/1998 for infusion of intrathecal baclofen and morphine to treat non-malignant pain and failed back surgery syndrome. The device was explanted on 03/04/199 due to "wound infection". The device was returned to the manufacturer for analysis. Follow-up calls to the health care professional for additional details have not been returned.